Event description:
On (B)(6) 2026, while traveling on a delta air lines flight from (B)(6) to (B)(6), I experienced a severe hypoglycemic event consistent with potentially lethal unintended insulin delivery associated with altitude and cabin pressure changes. At departure: my pod had been on for ~48 hours I had zero units of insulin on board insulin was room-temperature and not expired I was wearing a dexcom g6 omnipod was in manual mode my glucose target was increased to 150 mg/dl for the flight during takeoff, I consumed a 15-gram low-carb snack. The flight was ~1.5 hours. Upon descent, my dexcom showed an arrow down at 138 mg/dl; I ate another 15-gram snack. Soon after, double arrows down appeared in the 80s, and fingersticks confirmed blood glucose in the 70s. I then consumed a 30-gram snack. Blood glucose continued to fall. With ongoing hypoglycemia and risk of loss of consciousness, I had to leave my seat during descent to request help. The flight attendant initially stated only water, coffee, or tea was available. After an announcement, a passenger provided a fruit bar. Shortly after, the attendant returned with a coca-cola (39 g carbs), juice, and a banana, all consumed during descent while movement was unsafe. After landing, my blood glucose reached 100. In total, I consumed three 15-gram fruit snacks, the 39 g coca-cola, and the fruit bar: 89 grams of carbohydrates. Nearly two hours later, my blood glucose was 178 mg/dl and not rising sharply, indicating I needed carbohydrates to cover ongoing unintended insulin, not just a small correction. Based on my insulin-to-carbohydrate ratio (1:11), this corresponds to ~8 units of unintended insulin delivery, potentially lethal. Had I been asleep, a child, or unable to act, the outcome could have been catastrophic. Due to omnipod 5's fully subcutaneous, non-removable design, I could not interrupt, disconnect, or mitigate insulin delivery. Unlike tubed pumps, which can be disconnected and cleared of bubbles, omnipod cannot be removed, and unintended insulin delivery is unknown and uncontrollable. This was not isolated. I previously experienced hypoglycemia on the same route and requested a pod replacement. On the return flight, I removed the pod due to fear. I was later told replacement is contingent on wearing the device during the event, effectively forcing users to re-expose themselves to a known, potentially life-threatening risk to validate the event. While unintended delivery can occur with insulin pumps generally, omnipod 5 presents a distinct elevated risk during air travel, especially on short flights and step-down ascents at smaller airports. This risk is not adequately disclosed in current warnings or guidance. Generalized air-travel advice for tubed pumps does not account for a fully subcutaneous, non-removable system. I respectfully request that insulet: conduct a formal safety review of omnipod 5 use during commercial air travel, including short flights, step-down ascents, and smaller airports update warnings, precautions, and travel guidance to explicitly address potentially lethal unintended insulin delivery during altitude/pressure changes distinguish omnipod 5 from removable insulin pumps in travel guidance reevaluate replacement policies when safety concerns prevent device use this information is essential to allow users to make informed decisions and prevent future life-threatening events.